Event description:
In 2008 went in for cervical fusion c5-6 and c6-7, where medtronic infuse/bmp-2 was used and I've experienced severe and prolonged autoimmune symptoms in the post op. I could hardly speak/just a little whisper, had trouble swallowing and breathing was labored after I went home I could barely speak, voice was very squeaky/hoarse and I was gasping between words I was gasping for air. My vision got blurry and very fuzzy and went to 2 eye drs within 2 wks of surgery. I thought I would never be right again, my brain was foggy and I was disoriented. I stopped taking pain med 2-3 days after surgery but continued steroid regimen for the 5-7 days and restarted celebrex. I had piercing pain since the surgery. Autoimmune systems in body haven't been right. I've had heavy scarring-adhesions-mris show. Blood work shows progression increase in rf abnormal marrow signal broad disc/osteophyte-spurs-spinal stenosis in other areas unicate and facet-hypertrophy edema and signal pattern bone spurs grew in numerous areas schmorls node. I've had severe upper back spasms-throwing up from pain many times. Had to call ambulance-adhesions and heavy, dense scarring grew in unrelated areas-in abdominal area from tram flap removal scarring is so thick it limits my entire movement of my body trunk. Severely limiting mobility and range of motion. Eyesight has declined/blurry. Severe pain in upper back neck, causing arms and h & s to weaken weak/wobbly legs also affected. Consistent pain that continues to worsen-severe pain-feeling of constricted body flood temp sensitivity. Weakness/shaky, increase in blood pressure, higher than normal rh bloodwork than prior to surgery (normal). Other negative effects occurred right away, I had severe side effects from infuse-bmp-2 from medtronic. Yrs later, I still have these severe side effects. Up until senate investigation was reported, I didn't know what was causing the problem and pain. I was never told any possible adverse reactions nor that any complications had ever been reported. I went to one of the leading neurosurgeons in the (B)(6) area and prior to surgery, he told me that when he enters surgically from the front of the neck that he has to move the vocal cord and occasionally it puts pressure on it making the voice have a different pitch and sound a little hoarse. He said if that were to happen, it usually resolves itself within 6 wks after the surgery. If not, and ent can simply open it back up. It was only resolved after an unrelated surgery where anesthesiologist opened my airway with tube during that surgery. After surgery, when I woke up I could barely speak. I had to whisper to my husband while gasping and he would interpret it for me so that I could communicate. When I got home from the hospital, it was hard to breath and I was gasping for air and could not swallow. My voice was still squeaky and hoarse and I was gasping for air in between words. That first weekend, my husband placed a call into the dr and I spoke to pa and told her that I wasn't doing well and asked if could I take celebrex since they had listed that I couldn't' and I wanted to do what doc said. Pa agreed to celebrex. My husband told her that I was having difficulty breathing and that I was gasping for air. I thought it was actually expected since the surgeon had said it would resolve itself by 6 wks. Severe autoimmune reactions have continued. Adhesions have grown throughout my body after other unrelated surgeries. From abdominal surgery, I have a 5 in thick and 7 in wide area of thick, heavy, webbed adhesion/scarring. If I sit for more than 30 mins or so at a time, I can feel the adhesions getting thicker and harder. Three drs of physical therapy said they had never seen anything like it. I've had severe upper back spasms, so bad that I frequently vomit from the pain. My eyes have been affected, my vision is foggy and my eyes are often red and irritated. My back and neck pain is much worse and the pain extends to my arms and h&s causing weakness. I don't believe the neurosurgeon reported it at the time and for yrs since I kept going back to him to try to determine the problem and he said he didn't know what was wrong and he said it was just my body. About a month ago before it was announced to the public that the senate had launched their investigation, I went to see my surgeon. He was very hostile to me like I was trying to blame him for my continued difficulties and my autoimmune symptoms. At that visit, he said he didn't have time for this because he had seriously sick pts he needed to cure. I asked: do you think there's something wrong? And he said, yes, but he didn't know what it is and I should just live with it and not think about the pain and adhesions, spinal stenosis, etc. He said everyone's body is different when it comes to scarring/adhesion. He suggests no more surgeries and just accept my situation. On (B)(6) 2010 (sports med rehab drs of physical therapy) report xx-thick adhesions not normal; appear to be growing event thicker (B)(6) 2010 - (B)(6) 2011- p.t. Sports med ctr-34 visits! Dense scarring, still growing, numbing/tingling; more spinal stenosis/adhesion/heavy dense scarring in abdomen, stabilization, etc. I struggle with dyslexia, delayed processing, word recall and my reading is extremely slow and difficult. Therefore, my research takes a tremendous amount of time and effort and it's very, very difficult. As a result, I align myself with the best and most trusted resources, drs, dr practice and hospitals. I would never dream that these institutions and drs wouldn't comply with the FDA, falsify research/results, lie and withhold info from their patients. I trusted them and believed they were in charge and doing their best medically in regards to my healthy and my spine. Of course, I had no idea that there were any adverse risks or occurrences with infuse/bmp-2 from medtronic. Nor could I have ever dreamed that they would falsify results and hide that into from their patients and the general public as well as the FDA. All these years, I've been trying to fix something and it's making it worse now, how to fix it-if possible. I have tried everything to try to fix the problem of immobility. The autoimmune aspect has made it worse. I do not know what to do.